Event description:
During troubleshooting of an unrelated alarm, it was reported that home patient (hp) had disconnected themselves prior to calling and did not use proper aseptic technique to cap off the patient line. The technical service representative (tsr) assisted to end therapy. The hp would call their registered nurse (rn) with assistance with setting up with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.  This complaint is for a report of a use error during use, where the home patient said that they did not use proper aseptic technique when capping off the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The patient guide instructs the user to remove the patient line connector from the organizer and attach the new flexicap or opticap disconnect cap to the patient line connector. The patient guide provides step-by-step instructions for properly conducting an emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.